Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was keeping the ins on all of the time and therefore needed to charge the ins daily. Due to the programmer issues (see related event) the patient had such a hard time trying to use the stimulator that they had not used it since (B)(6) 2017. The patient was scared if they did not keep it charged and let it deplete to off. It was reported that this had happened 2 times. One of the times was in (B)(6) 2016 when the ins had suddenly depleted to off at night while the patient was sleeping and the second time was either (B)(6). It was reported that if this happened a third time the ins would stop working and would have to be replaced. It was noted that the patient was confusing the ins depleting to off with overdischarge. The difference between these 2 battery states was reviewed. It was reported that the patient understood the difference after review and reported that they had never really known much about the function of the device or any of this reviewed information. It was reported that it did not seem like the ins battery charge was updating. The ins battery only went up half way. The patient checked the battery weekly and both checked and charged it daily but the implant battery charge level did not seem to increase. It was reported that the patient was seeing 8 coupling boxes. The implantable neurostimulator recharger (insr) was able to communicate with the ins. The patient had not had a recent surgery. The patient had seen the manufacturer representative 3 times for these issues but the date was not reported. The patient no longer had a managing health care professional (hcp). Hcp listings were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.